Event description:
An unknown procedure was completed about a month ago. Three days post-operatively the patient experienced a lot of pelvic pain, a high fever and vomiting. A general surgeon went in and found gynecare intergel pooling in the abdomen. The gynecare intergel was removed. Identification of the surgeon was not provided and no further details are available regarding this event.